Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that "their device went off". Follow up with the clinic was obtained and the nurse stated that the patient had been leaning over his air compressor when he received inappropriate therapy due to noise. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.